Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection found no damages or anomalies with the received set. Functional testing showed no anomalies. Pressure testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed (B)(6) was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.